Manufacturer narrative:
Data analysis performed on inr results provided by customer. Discrepant results (accuracy); comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.3 inr, reference: 3.5 inr, mean: 3.90, confidence limits: 2.3-5.7. Date: (B)(6) 2011, inratio: 3.6 inr, reference: 2.9 inr, mean: 3.25, confidence limits: 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on (B)(6) 2011, 26 discrepant result complaints were reported for lot #235739 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.3, lab: 3.5 (lab run within the hr). Date: (B)(6) 2011, inratio: 3.6, lab: 2.9. Pt's therapeutic range: 2.5-3.5.